Event description:
The account alleged there is no audible alarm at the bed when the pt positioning monitor alarms.

Manufacturer narrative:
The account replaced the external piezio buzzer to repair the bed.